Event description:
It was reported at a routine follow-up appointment, the physician noted over-sensed noisy signals from both the right ventricular (rv) and right atrial (ra) leads. This resulted in inappropriate mode switches and pacing inhibition. The physician performed provocative maneuvers and the noise was reproducible with movement. It was hypothesized the rv lead had fractured. Boston scientific technical services (ts) was contacted and confirmed the observed sensing issues to most likely be related to ra and rv lead damage, such as fretting. It was discussed the pacing impedance measurement from the ra lead was jumpy, but still in-range. The rv lead also displayed low amplitude measurements. Because the device was nearing the normal replacement indicator, the leads will most likely be surgically replaced at the same procedure. At this time, the patient is hospitalized and the system remains implanted. The ra lead is not a boston scientific product.